Manufacturer narrative:
Product analysis: the spiderfx embolic protection device was received for evaluation with the teal section of the protective transportation hoop. No ancillary devices or cine images from the procedure were received. The spiderfx filter basket was received loaded within the delivery end of the double ended catheter and was within the distal end of the transparent section of the delivery catheter. The delivery catheter exhibited a coil bend just proximal of the transparent section on the delivery catheter. The capture wire was advanced out proximal out of the delivery catheter. The capture wire had separated from the filter basket and exhibited a pig-tail curl bend. It was noted that the distal tip of the pig-tail curl bent capture wire ends with a kink fracture. When the pig-tail curl bent capture wire was removed from the delivery catheter, it no longer exhibited a coil bend just proximal of the transparent section of the delivery catheter. No portion of the capture wire was protruding from the proximal end of the spiderfx filter basket within the transparent section of the delivery catheter. The double ended catheter was examined and a kink at the primary wire exchange port approximately 22.1cm proximal of the distal tip of the delivery catheter was noted. The transparent section of the catheter exhibited a bend in the area that is occupied by the spiderfx filter. A series of kinks were noted within the transparent section of the delivery catheter approximately 25.5cm, 27.0cm, 27.5cm, 28.0cm, and 28.7cm from the distal tip of the delivery catheter. A bend in the catheter was noted approximately 37cm to 40cm proximal of the distal end of the delivery catheter. No further kinks or bends were noted in the catheter. In order to examine the spiderfx filter and floppy distal tip the delivery catheter was skived open approximately 26cm from the distal tip of the delivery catheter. The capture wire fracture face exhibited a kink fracture. Solidified sanguine residue encrusts the capture wire just proximal of the spiderfx proximal marker band. The filter and capture wire exhibited a bend. The floppy distal tip exhibited a bend in the coil section just distal of the coil¿s adhesive bond. All components of the spiderfx were accounted for. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a spider fx device with a non-mdt 8f sheath during treatment of an 8cm moderately calcified / fibrous / plaque lesion in the proximal / mid / distal superficial femoral artery of diameter 3-4mm. The lesion exhibited 60% stenosis and the vessel was reported to be slightly tortuous. The IFU was followed and the device was prepped without issue. The vessel was not pre-dilated. It is reported that the device was unsuccessful in crossing the lesion. The device was replaced with another spider fx which was successful in crossing the lesion. No patient injury was reported.